Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer reported that the transmitter lost connection with the pump for over an hour, causing a low blood glucose (bg) level of 40 mg/dl. Customer consumed carbohydrates to address decreased bg level. A root cause could not be determined. A replacement transmitter was sent to the customer. No additional patient or event information was available.